Event description:
The customer reported that there is an audio error message. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number (B)(6). E1: reporter phone number (B)(6). A philips engineer contacted customer to confirm the reported problem, customer informed that the issue is resolved, device was working properly, and no part was necessary to repair device. The case can be closed. A good faith effort (gfe) conducted to obtain further details of the issue and resolution was not successful as there was no response received. We are unable to confirm the final disposition of the device because the customer refused service, did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.